Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6)2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ping enhanced meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the issue with the meter began during the week prior to contacting lfs when she obtained alleged inaccurate erratic readings with the subject meter of ¿12.4 mmol/l and 8.1 mmol/l¿, performed within 20 minutes of each other. Based on statistical methodology, the reported difference between these results fall outside lfs¿ precision criteria. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate readings. She also denied that she developed any symptoms as a result of the alleged issue. She reported that during the morning a ¿couple [of] days¿ prior to contacting lfs she self-administered ¿7.2 units of insulin¿. No other treatment or medical intervention was specified. The patient denied using any other device to test her blood glucose levels. At the time of troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure, the test strips had been stored correctly and the test strip vial was not cracked or broken. The csr noted that the patient had used blood from the same approved sample site. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.